Manufacturer narrative:
Initial reporter postal code: (B)(6). Initial reporter telephone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device passed an electric current to people that touched it. The current did not transfer to the patient. There were no electric sparks. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed with the naked eye and the device did not present any physical or collateral damage. The electrical safety test was performed and the reported problem of electric discharge could not be confirmed. The device passed all tests performed per baxter technical service manual. The reported condition was not verified. The device met specification related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.